Event description:
Patient contacted dexcom technical support on 02/18/2014 to report that the sensor was inaccurate on (B)(6) 2014. Patient did not report any injuries or medical intervention at the time of contact with dexcom technical support.